Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly, as the seals did not fold. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The devices were returned to the factory for eval. They showed no signs of clinical usage and some evidence of blood. The delivery devices were returned inside of the loading devices. The tension spring assemblies and the anchor tabs were located inside of the delivery devices. The seals were under the window of the loading devices. The green slide locks and the white plungers were not depressed on both delivery devices. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).